Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was enlarged. A technical support specialist (tss) mentioned that the cabinet was updated today, but the process failed during the sync cabinet step. The cause of the failure was investigated and corrected, after which the manual upgrade package was successfully executed on the sync cabinet to complete the update process to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user observed that the sync and ns screens appeared identical on the medbank display, with the screen appeared enlarged. However, there were no delays or adverse events or injuries reported based on this event.